Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a profile polypectomy snare was used during a polypectomy procedure. According to the complainant, after successfully removing the first polyp, the snare was pushed forward, when the snare loop detached from the distal end of the catheter. The snare loop was retrieved from the patient with forceps. The procedure was completed with another profile polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.